Event description:
It was reported that the asymptomatic patient presented for a scheduled lead revision due to high capture threshold and poor sensing. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).